Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14031, 3005099803-2013-14028, 3005099803-2013-14029 and 3005099803-2013-14030 address these devices. It was reported to boston scientific corporation on (B)(6), 2013 that four resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the four resolution clips attached to tissue, but failed to release from the catheter inside the patient. The clips would not detach from the catheter. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to have no issues post procedure.